Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a procedure that was supposed to measure 90mm of working length, they measured no more than 70 to 75mm with the pigtail when it was still inside the delivery system, before deployment. In addition to the extension, the patient needed to be implanted a second extension to reach the targeted sealing zone. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Upon review of the complaint details, the reported event has been determined to be not reportable as a malfunction or serious injury. Based on the available information, this event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or product malfunction and there is no indication of the malfunction leading to a serious adverse event. No harm to the patient was reported. Investigation - evaluation a review of the complaint history, device history record, documentation, imaging review and instructions for use (IFU) of the device was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation-evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. In order to fully investigate event, provided images were clinically reviewed. Findings: four (4) photographs of two printed angio images provided along with complaint report. The two images likely are two different frames from the same angiogram. Based on the markers a zenith universal distal body endo device most likely present. A zsle placed in right limb to just inside right common iliac artery ostium. Length consistent with 74 mm z-stent. Pigtail marker present on left. Contrast injected retrograde through left sheath demonstrated z-stent length required to adequately overlap the contralateral gate and seal in the left cia was 110 mm. External iliac access was severely irregular and narrowed to 4 mm over a 4 cm long segment. The device is shipped with an instruction for use (IFU) that describe specific items such as the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Included under patient selection are anatomical elements and limitations that can affect placement. The IFU states" vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." In order to evaluate the perceived length discrepancy two zenith flex with spiral-z technology aaa endovascular graft iliac leg devices (lot #s 7077689 and 7085030) were measured and the undeployed graft lengths measured under x-ray. The device working length was measured according to the label (from the distal end of the distal sealing stent to the distal end of the proximal sealing stent), and the undeployed length was seen to be approximately 74 mm for each device. The device from lot # 7085030 was deployed in order to measure the actual length of the graft; after deployment, the graft measured at 90 mm. In general, it should be noted that prior to deployment, if CT scans are used to capture images of the graft loaded in the sheath, the length of the graft may appear to be shorter than post deployment (actual) length. This does not represent defective product but rather how the graft is loaded into the sheath. Therefore, devices that are CT scanned, may give the appearance that the graft is shorter than the length captured by label copy. But once removed from the delivery system, the graft will deploy to the expected lengths. This investigation shows that the device delivered to the customer was the correct length; the customer believed the length was too short due to its compressed undeployed length. Based on all of the information provided the most likely root cause may be related to product use and/or handling of the device and product design related to compression of the graft within the sheath. There would have been no indication to the customer that the device appeared that way in the sheath. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.